Event description:
Complainant alleged that while attempting to defibrillate a patient in cardiac arrest the device charged to 200 joules and failed to deliver the energy. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.